Event description:
It was reported that the laparoscope, gynecologic had green and purple image. The event occurred during installation. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area at the distal end was damaged. A root cause could not be identified. Based on the results of the investigation, it was likely that the most probable cause for the reportable malfunction the video cable was broken and therefore the image was green. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.